Event description:
A leak at the clave y-site; subsequently, blood loss was noted. The plum tubing set was connected to a "saline lock" which was then connected to the pt's IV catheter. The pt was receiving normal saline at a rate of 150ml/hr. At an unspecified time, the nurse administered an unspecified medication through the calve port immediately distal to the plum cassette using a 3cc needleless luer-lock syringe. Approximately 2 hours later, the nurse noted that the tubing set was leaking blood and normal saline from the previously accessed clave port onto the pt's bed. There were no reported adverse pt effects and no medical interventions were required. Therapy was resumed using a replacement set. Though requested, no add'l info was provided.

Manufacturer narrative:
One used device was evaluated. Testing of the set with water found leakage from the upper y-site clave. Microscopic examination of the leaking clave revealed that it had been entered with a needle which pierced the inner sidewall of the compression seal resulting in leakage. This product is marketed as a needless port. The label states: "to access clave (recommended use with luer lock connections): before using, confirm compatability and flow with connecting device. See insert. Do not use needles."